Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 6.0-4/4t/90 symmetry balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported.